Manufacturer narrative:
Cmp-(B)(4). (B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. Part of the product remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure, the drill broke and remained in the cement within the patient. It was impossible to remove the fractured piece from the patient. No further patient consequences have been reported. Attempts have been made, and additional information is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned product and confirmed the instrument had fractured. The fractured tip was not returned. Also noted, wear marks on the returned part. The dimension taken on the returned product and hardness test performed noted the product was conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.